Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 iabp was having autofill errors and repair was requested.

Event description:
It was reported that prior to use, the cs300 iabp was having autofill errors and repair was requested. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated and replaced purge valve assembly (d104-00-0026) which was causing intermittent autofill issues. Performed and passed all functional and safety tests to factory specifications. Unit cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Could not replicate the failure the customer experienced of the unit alarming when powered on. The purge assembly passed testing. Retaining the purge assembly in the fat per procedure number (B)(4). The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.